Manufacturer narrative:
The device involved in the incident was not returned for eval. Attempts to obtain add'l info about the incident and device were unsuccessful. A review of the inspection records indicated that there were no non-conformances generated for the device lot. Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Guidewire broke during removal from lumen of vessel. Part of the guidewire left inside vessel.